Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was not confirmed. During inspection, one of the fuse holders was found slightly bent outward and, during the power on test, the unit failed to boot up (unit cycling off and on). Further inspection and repairs showed power supply read 0 volts; hence the issue was being caused by a faulty power supply that required replacement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure ¿ the power supply was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the soltive laser system smelled like burning. This issue was observed during preparation for use. During testing, the unit was found to unexpectedly shut down due to a faulty power supply. There was no report of patient harm.